Manufacturer narrative:
(B)(6). (B)(4). The product has been returned to the manufacturer and the product analysis is anticipated but not yet begun.

Event description:
It was reported that, the patient underwent surgery due to lumbar disc herniation. During the surgery, there were three set screws found slipped and could not be used anymore. The surgeon had to change to another products to complete the surgery. The products came in contact with the patient. No patient impact was reported in this event.

Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread. Functional evaluation with sample m8 mas head found all three set screws unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.